Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 74-year-old female with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that two days after the impella cp implant, it was difficult to detect a distal pulse in the left leg. Due to the noted condition, a contralateral fem-fem bypass was placed. Support continued with the implanted pump following the intervention.

Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.